Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number 9485179. On 29th january, we received one used sample. After decontamination, we see that the balloon was burst without missing part on the sample received. Balloon bursting issue is known but according to the available information we cannot conclude on a specific root cause. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, whole inflating the balloon with air, it burst and the catheter fell out.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 9485179. B3: estimated date.

Event description:
According to the available information, whole inflating the balloon with air, it burst and the catheter fell out.